Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this right ventricular (rv) lead had dislodged. Noise was seen on the right ventricular channel. The patient was sent for a repositioning but during the procedure it was decided to use a new lead. This rv lead will not be returned. No additional adverse patient effects were reported.